Event description:
Additional information received reported that the device was replaced with a 1.5 non-adjustable valve on (B)(6) 2026. The original valve was implanted on (B)(6) 2019. The last normal x-ray was in 2021 per the physician's assistant, and after that they were only checking with the programmers until now. There were no known unusual external magnetic influence. The site regularly does MRI at the hospital so they probably had an MRI but that is not unusual. It was indicated that the manual and electronic programmers showed the valve to be reprogrammed to one setting, but then upon x-ray confirmation, the valve looked to be at another setting. The patient was doing okay, but the surgeon did not know what the valve was really set to. The valve was set to 1.5 per the programmer, but radiographically, it showed the opposite, closer to 0.5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the valve was conditional and always scanned in normal mode and adjusted after MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that the valve was broken as it showed 1.5 by every programmer, but the x-ray was not 1.5. A revision surgery was planned on (B)(6) 2026 to replace the valve.